Event description:
It was reported that during a video assisted thoracic surgery with lobectomy procedure, the first firing on the inferior pulmonary vein the vein started bleeding, there was a gaping hole on the specimen side. Approximately eight staples are not formed on the cartridge and the staples look to be in a c form rather than a b form. There appears to be two staples that did not deploy from the cartridge at all. The surgeon commented that had the hole been on the heart side the patient may have expired. The procedure was converted to open and the same device was fired several times after this firing. The amount of blood loss is unknown. The patient is thought to have received a unit of blood. On what tissue type was the device used? At what location on the tissue? Pulmonary vein on which firing(s) did this event occur (1st, 2nd, 12th, etc)? First firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku.

Manufacturer narrative:
(B)(4). Per the sales rep, "how is the patient currently? Fine. He went home. But in hospital for 7 days, instead of the usual 2-4 days. Is the patient expected to have a full recovery? Yes. Any abnormalities with the pulmonary vein? No. Patients preexisting conditions? A few medical problems (like all (B)(6)), but I dont see the relevance here at all. What other color cartridges were used before and after this event? None before the event. I used the same handle with another vascular load later in the surgery to transect the artery. Was the instrument fired across or near an existing staple line or clip? No. This was the first staple shot of the whole case. Was there any difficulty removing the device from the tissue? No. Was there any damage noticed to the cartridge surface? Not sure the analysis results of the tr35w found that it was received fully fired and in good visual condition. Due to the returned condition of the reloads no testing could be performed. Event could not be confirmed as no instrument was received for analysis. Based on the photographic evidence, the root cause of this tr35w staple cartridge firing complication could not be determined.